Event description:
Material#: 305106. Batch#: 3179200, unknown. It was reported by customer that clogged needle was identified prior to any contact with the patient. Verbatim: complaint received via phone call. Physican called to state he has experienced a needle clog- 6 occurrences. He has one lot number and is unsure of the additional lots. Ref:(B)(4). Lot: 3179200, unknown3. Qty: (B)(4). Event date: unsure of dates3 no adverse events- clogged needle was identified prior to any contact with the patient. Customer is requesting a replacement. Please let the customer know that a shipping container has been sent to his attention for the sample return. Please also attach the pre-paid return label in your ack email.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(6) follow up for device evaluation. It was reported the needle was clogged. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3179200. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. For the 'unknown' lots, a device history record review could not be completed. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. Can't remember date of occurrence, has happened more than once. No visible blockage. Did not affect patient treatment. Material#: 305106 ,batch#: 3179200, unknown. It was reported by customer that clogged needle was identified prior to any contact with the patient. Verbatim: complaint received via phone call. Physician called to state he has experienced a needle clog- 6 occurrences. He has one lot number and is unsure of the additional lots. Ref: 305106. Lot: 3179200, unknown. Qty: (B)(4). Event date: unsure of dates. No adverse events- clogged needle was identified prior to any contact with the patient. Customer is requesting a replacement. Please let the customer know that a shipping container has been sent to his attention for the sample return. Please also attach the pre-paid return label in your back email. Comments on 30/03/2024. Can't remember date of occurrence, has happened more than once. No visible blockage. Did not affect patient treatment. Hopefully you received the needle or will receive it soon.